Event description:
The facility reported that the resident was being transferred from a wheelchair to a bed. The sling was connected to the hanger bar and the dps was in the sitting up position. The resident was lifted approx a foot and a half above the chair when the left leg clip detached from the hanger bar. The caregiver was able to support the resident's legs, and he was returned to the chair. No injuries were reported.